Event description:
It was reported that the customer experienced difficulty charging the pump with the usb cable. Reportedly, the customer was able to charge the pump with an alternate cable. Customer's blood glucose level was 114 mg/dl. Multiple attempts were made to follow up on the reported issue; however, a response was not received.